Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found.

Event description:
It was reported that when the leads were hooked up to the device at implant attempt, there was no output in bipolar. Pacing was then tried in unipolar, which worked, so the decision was made to implant the device. When they started closing up the patient, intermittent pacing was noticed, with long pauses on the ECG. The patient was reopened, a second device connected, which worked in both unipolar and bipolar. No patient complications were reported as a result of this event.